Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-sep-2021 / lot#: 15893380-9362 / UDI #: (B)(4). Device available for evaluation: yes, return date: 23-mar-2021, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, mfg date: 30-sep-2016, labeled for single use: yes, (B)(4). Concomitant products: d314trg bi-ventricular ICD, implanted: (B)(6) 2013, 694965, lead, implanted: (B)(6) 2005. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with ventricular assist device (vad) low flows and abnormal labs. It was noted that the patient's lactate dehydrogenase (ldh) was not elevated. Computed tomography (CT) was performed and showed an occlusion of the outflow graft (ofg). It was further reported that the issue was possibly related to a thrombus in the ofg or compression of the ofg, as during the implant procedure a gortex cylinder was wrapped around the ofg. The vad and ofg was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) and two segments of the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned outflow graft segments revealed that the device passed visual inspection. Of note, an additional foreign graft was also returned separate from the outflow graft segments. No additional anomalies were observed. Internal pathological report revealed no evidence of thrombus within the pump or outflow graft. Review of log files was not performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that, in addition to low flows, the patient presented with abnormal labs and a computed tomography (CT) scan revealed an occlusion of the outflow graft, which may have been associated with thrombus or compression due to the foreign graft placed around the outflow graft during the implant procedure. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Based on the available information, a possible root cause of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, and/or constriction at the outflow graft due to external compression from the additional surrounding graft placed by the surgeon at implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anti coagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: #: (B)(4), h3: yes, h6: FDA method code(s): b01, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d11, d12. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.